Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Customer was taken to the emergency room (ER) due to bg level. Customer was administered glucose gel to address bg. Customer was released from the ER with no permanent damage and stable condition.